Event description:
It was reported that the handle of the stone basket stopped moving back and forth, and the basket could no longer be opened or closed during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Received 1 stone basket. Visual inspection noted no obvious observations. Visual inspection of the sample noted that the stone basket opened and closed without difficulty. Handle moved back and forth with no issues. The reported event was unable to be confirmed. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling: DHR review is not required as the reported event was unconfirmed. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the handle of the stone basket stopped moving back and forth, and the basket could no longer be opened or closed during use.